Event description:
The customer obtained an initial false positive (reactive) advia centaur xpt sars-cov-2 antigen (cov2ag) result for a 71-year-old female patient. The result was reported to the physician and was questioned because the patient was clinically well, therefore the physician was suspicious of the result. The same sample was retested the next day on the same instrument and the result was negative (non-reactive). The customer received a new sample from the same patient, which was tested with the same instrument and the results were negative (non-reactive). A corrected report was issued with a final result of non-reactive. There are no known reports of patient intervention or adverse health consequences due to the false reactive cov2ag result.

Manufacturer narrative:
An (B)(6) customer contacted the siemens customer care center to report an observation of an initial false positive (reactive) advia centaur xpt sars-cov-2 antigen (cov2ag) result compared to negative (non-reactive) retest results. The interpretation of results section of the instructions for use (IFU) states the following: "results should be considered in the context of a patient's recent exposures, history, and the presence of clinical signs and symptoms consistent with covid-19, and confirmed with a molecular assay, if necessary, for patient management." "Results from antigen testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to determine infection status." "This test cannot rule out diseases caused by other bacterial or viral pathogens." A false positive/reactive result would have negligible clinical impact as management and treatment decisions are based on severity of clinical presentation. Management primarily consists of supportive care and continued precautions to avoid infection will be taken. Results are interpreted in conjunction with medical history, history of recent contacts/travel, and clinical signs and symptoms. If indicated, a confirmatory test such as reverse transcription polymerase chain reaction (rt-pcr) would be performed. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens is investigating.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2022-00214 initial report on 2022/07/13. Siemens has concluded the investigation for an outside of the united states (ous) customer who observed an initial false positive (reactive) advia centaur xpt sars-cov-2 antigen (cov2ag) result for a (B)(6) female patient with cov2ag reagent lot 006 and calibrator lot c2v06. The initial result was reported to the physician and was questioned. Retesting was performed on the same instrument and was non-reactive (index <0.10), as expected. The laboratory received a new sample from the same patient that was repeated on the same instrument and all results were non-reactive (index <0.10). A corrected report was issued with a final result of non-reactive. Siemens customer service engineer (cse) was not requested and no issues were flagged or identified with the system performance. The customer observation was not repeatable and the cause of the problem could not be determined. A potential product performance issue has not been identified, this appears to be a patient specific occurrence. This incident is determined to be an isolated event. The system is fully functional and performing to the customer's satisfaction. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.